Manufacturer narrative:
In the course of an on-site repair the technical service representative had identified the valve o2 of the gas mixer as the cause of the reported problem. The valve was replaced and the log file was sent back for investigation. The evaluation of the log file confirmed that the root cause for the restart was a malfunctioning o2 valve. This was detected by the device internal monitoring of the respirator, which triggered a warm start. During a warm start the device will briefly power off and then back on. This needs about 8 seconds. During this time, an emergency-breathing valve is opened automatically to allow spontaneous breathing. If the warm start is not successful, a continuous audible alarm is activated and the emergency-breathing valve remains open to atmosphere. The audible alarms and visual messages on the screen inform the user of the device status. Replacement of the valve has fixed the problem.

Event description:
It was reported that the device posted "mixer inop" alarm while in use. No injury reported.